Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple attempts to obtain the device and logs were not successful. Customer responded and stated that the director of the facility had the pump checked by a qualified technician and no further action is necessary. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer was giving ivig. 250ml to be infused. Per customer calculations it should have finished in 2 hours and 42 mins, but instead finished in 2 hours and 32min. Female pt. No injury or unwanted result from infusing finishing earlier, as the medication was able to be titrated higher than what it was infusing at. Using bbraun tubing 352337. No injury reported.